Manufacturer narrative:
No decontamination or visual inspection of product was performed since product was not returned. A photograph was provided by the customer and it was evaluated. The photo indicated that a stopcock was disconnected from the pressure line, a pigtail was disconnected, and a pressure line was broken off. The reported event of loose and broken components was confirmed. The most likely cause could not be determined. A lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported by the customer that custom tubing pack packaging has been getting progressively worse. The customer found that there were numerous loose connections, undone connections, and broken stopcocks. Also the customer stated that the pigtail was totally broken, a stopcock off of its pigtail, and a pigtail not even on the line. While priming one pigtail was broken and needed to be replaced. The customer had been informed that on closed caps on the stopcock, once you loosen them to de-air the port, the caps do not lock back down always. Many just spring and don't fully tighten. There was no patient involvement and therefore no reported injury. The date of the event is unknown.